Manufacturer narrative:
Concomitant medical products: product ID: 37086, product type: extension. (B)(4).

Event description:
It was reported that ¿abnormal¿ and ¿high¿ impedances were measured involving the patient¿s extension. The patient¿s ¿nurse thought there may have been a deep brain stimulation (dbs) impedance issue.¿ the patient¿s extension remained implanted and in service at the time of report. It was ¿unknown¿ whether there were any patient symptoms or complications associated with the event; the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.